Event description:
It was reported that the patient's infusion system, pump and catheter, was explanted about 9 months ago due to infection; the device was not to be returned. It was added that patient had experienced a pump pocket infection; culture result/organism unknown. It was further added that patient had "some withdrawal" after explant but was "easily treated with oral meds." A new system was implanted as of the date of this report. Drug delivered via the device was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, lot # j11151r44, implanted: (B)(6) 2002, explanted: (B)(6) 2012; catheter model: 8703w, lot # l42491, implanted: (B)(6) 1997, explanted: (B)(6) 2012; catheter model: 8596sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012.